Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging an "error 4" issue with the subject meter. The reported issue was unresolved with troubleshooting with customer service. There were no allegations of harm of injury. Replacement products were sent to the patient.

Manufacturer narrative:
Device evaluation=lifescan received the test strips involved with this complaint and completed device evaluation on (B)(4) 2011. Investigation was unable to confirm the alleged issue. Lifescan also received the meter involved with this complaint on (B)(4) 2011; however, evaluation has not been completed.